Event description:
It was reported that a cc4204bf collamer single piece lens became hung up on the foam tip plunger and would not release from the injector prior to insertion. There was no pt contact or injury. The reporter stated the cause of this event was due to the technician not loading the lens correctly.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens stuck in the cartridge. The cartridge tip was found to be split. The foam tip plunger was returned with no visible damage. There was evidence of clear surgical residue. It should be noted that the injector was not returned for evaluation.